Event description:
Anecdotal information received from hospital pharmacist about a pca custom concentration programming event on a pca module. Placed four calls to hospital risk manager for clinical details, no additional information received as of the date of this report. Director of biomed, contacted for details about pump. Pump received and investigation ongoing. Will send a follow up report when investigation is complete.

Manufacturer narrative:
Manufacturer's report date: 7/9/2008. Patient information requested and all available information is included. This report was filed by the manufacturer.